Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to low blood glucose on unknown month with blood glucose 38 mg/dl. Customer treated with insulin pump. Auto mode feature was unknown during the time of event. Troubleshooting was declined due to low blood glucose event. The insulin pump will not be returned for analysis.